Event description:
A patient reported on (B)(6) 2016 that their implantable neurostimulator (ins) was dead. They had last recharged the ins to full four days earlier, and they didn't think that the ins charge would deplete so quickly. They had attempted a recharge session on the morning of report for 45 minutes to an hour, but nothing was happening. This was clarified to mean that they were attempting recharging, but none of the coupling boxes were shaded. This was confirmed through troubleshooting as well. However, repositioning the antenna resulted in six shaded coupling boxes, and the ins charge level was flashing 1/4 full. The ins was charging. The patient then stated that they had charged for an hour earlier that morning with eight boxes shaded, but nothing was happening. It was suggested to the patient that they ensure proper coupling is maintained during the recharge process. The patient stated that they could feel it "kicking down her leg now." The recharging issue was resolved after reviewing best charging practices and positioning the antenna over the ins. Six to eight (6-8) coupling bars were obtained. No related patient symptoms were reported, but the ins was still shut off due to the charge level being so low, and the patient was not able to turn it back on yet. Follow up efforts were initiated to determine if the quick battery depletion had resolved after getting assistance from the manufacturer. It was also asked that if the issue had not resolved, what steps have been or would be taken to resolve the issue. The indication for use was non-malignant pain, and the event will be updated if additional information is received. Additional information was received from the patient on (B)(6) 2016 stating that the assistance they had received over the phone had resolved the quick battery depletion issue. However, they also stated that the device was being revised for better placement to charge it. They noted that the device was warming up / melting the fat tissue around the device, causing it to move / shift / flip over. This was causing the patient a great deal of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.